Event description:
It was reported that post-paced t-wave oversensing occurred during episodes of biventricular pacing via a review of the egm strip. Further analysis showed loss of rv capture, with alternating beats. No intervention was made to the rv lead at this time, and no patient symptoms were reported.

Event description:
New information indicates that the patient presented to the clinic, and programming changes were made. No patient symptoms were reported.